Event description:
A malfunction alarm was reported on the customer's pump, indicating a specific malfunction with a code. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions on how to reset the pump, which resolved the issue as the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue happens again, acknowledging and understanding the guidance provided.